Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-40657.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she was trying to treat a blood glucose reading of 39 mg/dl. She reported that she experienced false low and high blood glucose alerts in the evening, advising that her blood glucose readings were stable at the time in which the alerts occurred. The blood glucose readings during the false alerts were 48 or 50 mg/dl. The customer also reported that the insulin pump alarmed calibration error. The blood glucose reading was 150 mg/dl. Nothing further reported.